Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the implant of impella cp device to a patient (unknown race and ethnicity) in cardiogenic shock (cgs) due to an acute myocardial infarction was unsuccessful. The patient with st-segment elevation myocardial infarction had successful deployment of percutaneous coronary intervention to the left anterior descending artery. While completing case for transfer to intensive care unit, the patient arrested and decision to place impella cp for cgs. The initial pump attempt to place with a 14fr x 13cm sheath was unsuccessful. The physician removed and discarded the impella cp pump and the 14fr x 13cm sheath was exchanged for 14fr x 25cm sheath over stiffer wire. The replacement impella cp was placed over abiomed 0.018¿ wire and started on auto. Shock alert called with potential plans to transfer. However, within two hours, the patient became hemodynamically unstable when into cardiac arrest and expired in the procedural area. The family stopped care. Based on the information at hand, the patient was very sick. The physician for some reason which is unknown (however could have been due to vessel characteristics etc.; details are unknown) was unable to deliver the impella cp device. The patient needed support, and there was a consequential delay with providing impella mechanical circulatory support. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.